Event description:
It was reported that a gav 2.0 shunt (#fx153a) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, some residue tissues on the device were determined. Permeability test: a permeability test has shown that the valve has a blockage while the reservoir is permeable. Computer controlled test: since gav 2.0 is blocked, this test is not applicable. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determined a blockage of the gav 2.0. The deposits visible in the valve have led to the occlusion. We can also see visible deposits in the reservoir. The deposits did not affect the technical properties at the time of the examination. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.